Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not working as intended. Two weeks later, surgical intervention was performed to revise the device. A crack was identified in the reservoir connecting tube, so the device was replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Examination of the reservoir found wear at a fold in the reservoir shell; however, the component passed the leak test performed. The cylinders were inspected, and one cylinder had a hole resulting in a leak near the middle of the cylinder consistent with wear at the fold. This cylinder also had a hole at the proximal end of the cylinder that resulted in a leak but was consistent with sharp instrument damage. The other cylinder had wear at fold in the distal, middle, and proximal parts of the cylinder body. This cylinder passed the leak testing. The pump kink resistant tubing (krt) was worn to the filament and the reservoir krt was cut close to the pump block. The tubing was not returned for analysis. The outer layer of the pump- bulb was worn from wear against the strain relief junction and had a scale like pattern present on the surface. The pump also passed the leak testing. Based on this information, the reported mechanical issue allegation was able to be confirmed.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not working as intended. Two weeks later, surgical intervention was performed to revise the device. A crack was identified in the reservoir connecting tube, so the device was replaced. There were no patient complications reported.